Event description:
A patient underwent a lar procedure on (B) (6) 2009, and the anastomosis was performed with the car device. The patient came for follow up visit and the physician noted a small hole at the anastomosis via protoscope. Gastrograffin enema confirmed a posterior leak.

Manufacturer narrative:
The device production history files were reviewed and found to be in order, indicating that the device was released pursuant to the product specifications. The device was not available for evaluation, and it could not be determined based on the current information whether the event was caused by the device or it is a procedure related event. Anastomotic leakage is one of the most common complications of colorectal surgeries and therefore is considered to be an anticipated event with anastomotic devices. The current cumulative leak rate found with the use of the car device is within the low range reported in the literature for anastomosis devices.